Event description:
It was reported that the patient developed an infection at the pocket site incision. Symptoms of leaking puss was noted. The physician believed it was not device or procedure related and the cause was unknown. The patient underwent an explant procedure and was placed on antibiotics. The explanted device components will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7125644/7125644.